Event description:
It was reported that the patient called the paramedics and then went to the hospital with hypoglycemia. The patient's blood glucose levels reached 60 mg/dl while wearing the pod for an unknown amount of time.. The paramedics gave the patient an IV (intravenous) and they gave him a drip for his headache. The patient was also sedated in the apartment, ambulance and hospital. The patient was released the same day. The pod was worn when seeking medical attention but was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.